Manufacturer narrative:
Follow-up #1: date of submission 02/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2015 with the following findings: there was a crack along the side of the battery compartment threads in addition to another crack at the case seal. The returned battery cap was stuck onto the pump and the battery cap threads were stripped/damaged. Unrelated to the battery compartment issue, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.